Event description:
The customer reported that the system locked up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu and system interface board were evaluated and replaced. A replacement smart switch was installed in the system. The system was tested and found to be working as intended and returned to service.